Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A company senior territory manager evaluated the iabp and was unable to duplicate the allege malfunction. He replaced the mufflers, tidal volume disk and scroll compressor (non-rohs) due by hours. The iabp passed all functional and safety checks per factory specifications. The unit was then released back to the customer and cleared for clinical use.

Event description:
It was reported, before use/procedure on (B)(6) 2017, that the unit would not turn on for nurses in cath lab. No patient involvement reported. No adverse event reported.